Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lv lead was originally an attempted implant which exhibited good measurements upon initial placement. However, upon extracting the catheter, this lv lead dislodged from its position. The physician attempted to reposition the lv lead, but it was extremely difficult to insert the guidewire. The physician elected to exchange this lead and successfully implanted a new lv lead afterwards to resolve the event. The patient was stable with no adverse consequences. The lv lead was subsequently returned for analysis.